Event description:
It was reported that a power source alert 07 occurred. The customer's blood glucose level was 174.6 mg/dl, which is within the normal range. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.